Event description:
It was reported to philips that the device required preventive maintenance for mrx. During evaluation, it was showing a defect message and there was a problem with the pressure and temperature. The customer requested that the device be returned for bench repair for preventative maintenance. The device was received by the bench repair service on 19oct2021. Upon evaluation of the device, there were issues noted and the cause was traced to a faulty ibp/temp pc. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ibp/temp pc. The ibp/temp pc were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No was there any adverse event to the patient or user. If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.